Event description:
Procedure type: hysterectomy. According to the reporter: when suturing vaginal cuff the surgeon noticed that the needle had broken in two pieces. The surgeon needed to retrieve the broken needle. Another device was used to continue the case. There was a total delay time reported was 1 hour. Additional information has been requested.

Manufacturer narrative:
(B)(4).